Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that insulin leaked into the reservoir compartment. The customer also reported to a blood glucose reading of 394 mg/dl. Nothing further was reported.